Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information/distributor: (B)(6).

Event description:
The event involved a chemoclave® vented bag spike. It was reported that chemo drug couldn¿t drip during infusion. There was patient involvement and no patient harm.